Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that they continued to have issues with the insulin pump's battery longevity after the battery cap replacement. The insulin pump lost power in about a day and a half. The insulin pump had a blank display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.